Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a constant beep was not confirmed or reproduced during product evaluation. The root cause of this condition was not identified. Since the problem could not be confirmed no repair was necessary for the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. However, during previous service the pump head module was replaced. A device history review was performed and no abnormality was observed in the manufacturing of this device. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump with a constant beep. This event occurred upon power up in the medical surgical unit. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.